Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary duct on (B)(6) 2022. During the procedure, the console processor is not functioning properly, image not produce. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary duct on (B)(6) 2022. During the procedure, the console processor is not functioning properly, image not produce. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover and both y/c video outputs were damaged. A functional evaluation noted that both leds in the light engine were damaged by heat. The reported event was confirmed. Upon analysis, the problem is unlikely related to manufacturing, as product analysis identified issues related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the most probable root cause of this event is cause traced to component failure which indicates expected or random component failure without any design or manufacturing problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.